Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number (B)(4).

Event description:
A user facility reported to olympus that during use of the hf unit "esg-400", when it was cutting, it was dragging and tearing the patient. A second esg-400 was brought in to finish the procedure. The patient outcome is unknown. Additional information has been requested multiple times, but none has been received; if received, a supplemental report will be sent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, although the subject device was not returned for an evaluation, the likely causes of the reported event is as follows: 1. A defective cable connection to the connected instrument. In this case, there is no or a temporary power output. 2. A defective hand instrument. In this case, there is no or a temporary power output. 3. A soiled hand instrument due to tissue sticking to the instrument. In this case, there is a decreased power output. 4. Contact resistances at the contact points of the hand instrument. In this case, the power output is decreased which might cause burnings of the patient. 5. During a monopolar procedure, the neutral electrode is not affixed correctly and/or the connection to the neutral electrode is defective. In this case, there is no or a temporary power output. There is a risk of burning below the affixed neutral electrode. 6. Wrong power settings at the generator by the user. 7. An insufficient adjustment of the generator. In this case, the power output is decreased. 8. A defect in the generator. In this case, there is no or a decreased power output. Furthermore, in addition to the above causes, electric conditions in the tissue may have caused reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.